Event description:
The device was inserted into the right femoral artery via percutaneous technique. A left heart cath was performed, including left ventricle angios with pigtail catheter & selective right coronary artery coronary angios. While inserting the left coronary catheter, it was noted that the hub of the sheath came apart from the shaft of the sheath. The shaft of the sheath remained inside the right femoral artery. The physician attempted a cutdown procedure, however, was unable to retrieve the sheath. The pt was transferred to or for vascular surgery.